Event description:
It was reported that stent damage occurred. While preparing a 2.75 x 38 synergy¿ drug-eluting stent for use, before it was advanced through the valve, the physician removed the blue protection sheath and the stent stretched several centimeters over the fixed core. The procedure was completed with another of the same device. No patient complications were reported and the patient was okay. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The detached stent was also received for analysis. The balloon and inflation lumen showed evidence of solidified contrast media throughout which indicates that this device was prepped for use. A visual and microscopic examination found that the stent was elongated along its entire length and the stent struts were severely misaligned. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The device¿s stent protector was not received for analysis. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 2.75 x 38 synergy¿ drug-eluting stent for use, before it was advanced through the valve, the physician removed the blue protection sheath and the stent stretched several centimeters over the fixed core. The procedure was completed with another of the same device. No patient complications were reported and the patient was okay. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).